Event description:
Note: date of event is unk. It was reported to boston scientific corp in 2009, that an obtryx mesh sling system was used during a procedure. According to the complainant, the metal assocation loop on the device broke when the sheath was advanced through the obturator canal. They opened a new kit and used a new tape to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.